Manufacturer narrative:
Additional information was received on 16sep 2025. B3 and b5 have been updated.

Event description:
The mother of the patient reported that her daughter was in the emergency room (ER) at the beginning of (B)(6) 2025 due to her high blood glucose levels. No further information on the event was provided. If additional information is received a supplemental report will be submitted. Additional information was received on (B)(6) 2025 from the patient's mother: the patient was having high blood glucose (bg) levels in the middle of the night. The mother tried to deliver more insulin through the pod but it did not work. When the patient woke up they had high ketones. The pod was removed and the mother took the patient to the ER. The patient's bg's were 400 mg/dl. In the ER the patient was treated with IV fluids and was getting fast acting insulin. The patient was in the ER from 11am to 5pm - 6 hours. Discharged on the same day (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The mother of the patient reported that her daughter was in the emergency room (ER) at the beginning of (B)(6) 2025 due to her high blood glucose levels. No further information on the event was provided. If additional information is received a supplemental report will be submitted.